Manufacturer narrative:
(B)(4) follow up for device evaluation. A report was received indicating the presence of mold inside the cap of a device. To support the investigation, five samples were submitted for evaluation by the quality team. Four of the samples arrived in sealed flow wrap packaging, while one sample was received without packaging, containing 8 ml of solution and with the tip cap removed. A visual inspection was conducted on all samples. The four sealed samples exhibited no defects or abnormalities. The unpackaged sample, with the tip cap removed, showed a dark-colored particle located at the syringe luer tip and inside the tip cap. These particles were not embedded and visually resembled the lubricant typically used during the molding process. No additional defects or imperfections were observed. The affected sample was submitted for laboratory analysis. Testing confirmed that the foreign matter was not mold and was not embedded in the material. However, the quantity of foreign material was insufficient to allow for definitive identification. A review of the device history record for material number 306547, lot 5031690 was completed. No quality issues were identified during the production of this lot that could have contributed to the reported condition. There were no related quality notifications, and all manufacturing processes and final inspections were performed in accordance with specification requirements. Based on the investigation and analysis of the returned sample, the customer-reported condition is confirmed.

Manufacturer narrative:
H11. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It is reported mold found. Event description: material: 306547. Batch#: 5031690. Issue: fm- moldy found on inside of the cap when removed. Doe: on (B)(6) 2025. Pt harm: none.